Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and itchy rash under her chest from the lifevest. There was no alleged device malfunction contributing to the irritation. The patient's therapist prescribed an anti-itch cream and skin-barrier cream. Follow up indicated that the patient is using the creams as recommended and the skin irritation is improving.